Manufacturer narrative:
The crp reagent lot number and expiration date were requested, but not provided. The field service engineer found a defective probe and replaced it. The investigation determined the probe replacement resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for c-reactive protein (crp) on a cobas integra 400 plus. The sample initially resulted in a crp value of 427 ug/l. The sample was repeated twice, resulting in values of 1129 ug/l and 587 ug/l.